Manufacturer narrative:
This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device reportedly discarded by the user. (B)(4). This report is for one (1) unknown locking screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a hardware removal and revision surgery due to a nonunion and device breakage. Patient was initially implanted with one (1) 10mm/130 degrees titanium cannulated trochanteric fixation nail, two (2) 5.0mm locking screws, and one (1) 11.0mm titanium helical blade approximately five (5) months ago for a right femur fracture. Exact date of initial surgery is unknown. No reported issue during initial surgery. Postoperatively, surgeon continued to follow up with the patient on unknown dates and suspected a nonunion on unknown date. On two separate occasions (dates unknown), surgeon advised the patient to remove the interlocking screw. However, patient refused. It is unknown what caused the surgeon to suspect a nonunion. It is unknown if patient experienced any adverse events. After suspecting a nonunion, x-rays taken on (B)(6) 2016 confirmed that the nail broke at an occupied distal interlocking screw hole. The screw in that hole was also broken. Surgeon believed that due to the nonunion of the fracture, the devices broke. Patient underwent hardware removal and revision surgery on (B)(6) 2016. No fragments generated from the broken devices. All devices were easily removed without medical intervention. Patient was revised to a larger nail, a new helical blade, and a new screw. Surgery was successfully completed without surgical delay. Patient status/outcome was reported as stable. The locking screws were discarded. The nail and helical blade will be returned for manufacturing evaluation. Concomitant devices reported: 5.0mm locking screw (part# unknown, lot# unknown, quantity: 1), 11.0mm titanium helical blade 90mm sterile (part# 456.303s, lot# 9961328, quantity: 1). This report is for one (1) unknown 5.0mm locking screw. This is report 2 of 2 for (B)(4).